Event description:
It was reported that the system was explanted due to systemic infection. Drop in impedance and sensing were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Manufacturer narrative:
A partial lead was returned in two pieces. External insulation abrasion breaching the re lumen was noted at 12.5 to 13.1 from the connector pin. Th etfe insulation was abraded in this area. External insulation abrasion breaching the rv and svc lumen was noted at 12.4 to 19.0cm from the connector pin. Both rv and svc conductors were abraded and the inner coil lumen was breached. One svc conductor was melted at 16.6cm from the connector pin. The abrasion found is consistent with friction to the ICD can.